Manufacturer narrative:
H.10: the device was confirmed to cool with a slight delay and to be out of specified cooling time ranges. The most likely root causes are a defective solenoid valve of the cooling system or lack of refrigerant. The device was requested back to the manufacturer site for repair. However, due to covid-19 emergency, it was reported that it is difficult to organize the shipping and likely the device will be replaced with another. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. A lack of refrigerant is suspected as root cause of the problem. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t cooling speed is slow. A cooling performance test was conducted during maintenance and it took 18m30s instead of 15m24s . There was no patient involvement.

Manufacturer narrative:
H.10: through follow up communication livanova learned that the device is working and it just takes few more time to cool down when both cardioplegia and patient circuit are activated. In addition, it was reported that, when cooling only the patient side, the cooling time is within specifications. Reportedly the unit is still in use at the customer site. As per device instruction for use "when activating the cardioplegia cooling circuit, it automatically has priority over the patient circuits. As a consequence, the cooling performance of the patient circuits is significantly reduced. Therefore, deactivate the cardioplegia cooling circuit at once, as soon as it is no longer required". Thus, it cannot be excluded that the device is working according specifications. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: a replacement device has been provided to the customer.

Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could reproduce the reported issue: cooling system did not work properly. In order to solve the issue, the complete cooling circuit must be reassembled. Due to the reassembling, the motors and the valve block need to be replaced. For this reason, repair is not recommended from an economic perspective. The customer declined the service quotation due to the high repair cost. The device will be therefore scrapped. Complaints database analysis revealed no similar event since unit installation in 2019. After livanova technical inspection of the device, it has been determined that a faulty cooling system is the root cause of the issue.

Event description:
See initial report.